Event description:
X-rays shows that the glenoid sphere had disassembled. Revision surgery was required to correct for function.

Manufacturer narrative:
Surgeon did not associate parts correctly before tightening the set screw, possibly due to unclear recommendations in the surgical technique. Tornier has clarified this info in the surgical technique.